Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) stated that the supply bag fell off the table and then the hc machine was alarming se 2240. The technical service representative (tsr) assisted the hp to clear the alarm and disconnect. The hp would use manual supplies to complete therapy the following day. During a follow up with the hp regarding bag falling off the table and disconnecting and the se 2240 alarm, it was revealed that the issue was resolved. Per hp, she had discussed the event with her nurse. The hp confirmed that she did not notice any defects on the supplies. The hp stated that she did not have any injury or harm as a result of this incident. Per hp, she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag fell and became disconnected. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.